Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-07176. It was reported that during a routine generator change, the right ventricular (rv) lead was stuck in the header of the pacemaker. The rv was capped and replaced along with the pacemaker on (B)(6) 2020. The patient was stable throughout.